Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The monitor failed incoming testing. Upon evaluation, the driven ground circuitry was open. The cause of the incoming test failure is the open driven ground. The cause of the open driven ground is an open r781 resistor. The open resistor is consistent with the observed non-lifevest defibrillations. There is no indication that the open resistor caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 at 10:15pm while wearing the lifevest. The patient's death was reportedly not cardiac related and was due to an infection. There is no indication that the infection was caused by the lifevest. The hospital staff reportedly performed CPR. Review of the download data indicates that the patient received five shocks during ventricular fibrillation on (B)(6) 2017 beginning at 10:20pm. The shocks did not convert the arrhythmia. The device delivered the maximum number of shocks designed per treatment cycle. There is evidence of CPR artifact on the patient's ECG and evidence of two non-lifevest defibrillations. The CPR and non-lifevest defibrillations are consistent with the reported resuscitation efforts by the hospital staff.